Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak and gripper actuation issue. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was prepared per instructions for use and no issues were noted. The cds was advanced into the left atrium and a leak was noted at the clip introducer valve. All connections were noted to be secure. The device was removed from the patient anatomy as there was a risk for air embolism. No patient injury was noted. Upon removal from the anatomy, it was also noted that one gripper arm did not completely open. A second cds was prepared and the procedure continued. Three clips were implanted and the mr grade was reduced from grade 4+ to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported clip delivery system (cds) leak was confirmed. The reported gripper actuation issue was not confirmed, as the device performed as intended during testing. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The leak appears to be related to the observed tear in the silicone valve inside the clip introducer. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.